Event description:
On (B)(6) 2025, it was reported by a distributor via email that for an ar-1938ps, suture anchor, peek suture tak®, knotless 3.0 mm x 12.7 mm, the knotless suturetak ar-1938ps was pulled out during suture passing process. This was detected during use in a kidner procedure on (B)(6) 2025. The procedure was completed successfully as the surgeon drilled additional tunnel with suture passing to complete the surgery. Ar-1949 & ar-1938d were used for socket preparation. No fragment was left inside the patient. Bone density test was not performed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
-Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0054-eo - e. Warnings - 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. G. Precautions - 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. The quality of the bone encountered was not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.